Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician reported to our technical product specialist in (B)(4) that they had a pt presenting with high lead impedance in (B)(6) 2011. The pt has been known to have a 'hard' fall during seizures. The pt's ap chest x-ray was received for review. Due to the poor film contrast and quality of the x-ray image it was unable to be assessed whether any gross fractures, discontinuities, strain relief, or electrode placement may be contributing to the pt's high impedance. There was a portion of the lead body behind the generator that was unable to be evaluated. Based on the views available, the full insertion of the lead pin could not be assessed; therefore, unable to rule out as potential causes of the pt's high impedance. No further info was received.